Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the adc device touchscreen was unresponsive and only displayed "apply blood" screen. Due to this, the customer was unable to obtain glucose results and subsequently experienced a loss of consciousness. The caregiver called a healthcare provider who advised the customer be treated with oral glucose. No further treatment was required. There was no report of death or permanent injury associated with this event.